Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted uneventfully. In (B)(6) 2021, at the 45-day follow-up transesophageal echo (tee), the device was noted to be properly seated and without device related thrombus. The patient was taken off their oral anticoagulation and moved to antiplatelet therapy. On (B)(6) 2021, the patient presented with an embolic cva to an alternate facility from the implant facility. It is unknown if the patient was compliant with their medication regimen. The patient continues to have speech difficulties.